Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated troponin I es results were obtained from two patient samples while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that a reagent issue contributed to the event. However, an instrument issue cannot be ruled out as a contributing factor. The investigation is ongoing. Additionally, the investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible, falsely elevated troponin I es results from two patient samples (patient 1 = 0.48 ng/ml vs. Expected <0.012 ng/ml, patient 2 = 0.100 vs. Expected 0.020) processed on a vitros eci immunodiagnostic system. The troponin result obtained from patient 1 was reported from the laboratory, however, the affected sample was repeated and a corrected result was issued. The troponin result from patient 2 was not reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es results. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).